Event description:
The complaiant alleged that during in house training by a zoll medical sales rep the device had a bridge test failure. The compainant indicated there was no pt involvement with this reported malfunction.